Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during an oral surgery, an ibo blade and a cross cut fissure bur broke. It was also reported that there was no delay and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully using an alternative device. This report is for the cross cut fissure bur that broke.

Manufacturer narrative:
Manual cutting was carried out to compare the returned bur and a new bur from a different lot. Investigation results indicate that from the analysis the break observed in the returned bur could not be replicated through normal use. The only way the head could be broken from the shank was when the bur head was held or became lodged in material and the shaft was forcefully bent in the other direction, leaving the bur head in the material.

Event description:
It was reported that during an oral surgery, an ibo blade and a cross cut fissure bur broke. It was also reported that there was no delay and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully using an alternative device. This report is for the cross cut fissure bur that broke.